Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve, two reloads would not fire; green button could not be pressed and handle could not be squeezed. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.